Manufacturer narrative:
There is no information because the device has not yet been received for analysis. Once information becomes available, a supplemental report will be submitted.

Event description:
Per (B)(4), a patient's dental implant failed to osseointegrate. The implant was removed. No additional adverse patient consequences were reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d4 for catalog # and unique identifier (UDI) #, d9 for device return date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Lot number information is unknown. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.